Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind/prime sequence. The pt has continued to use the pump with no report subsequent events.

Manufacturer narrative:
Follow-up #1 11/18/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during testing, it was confirmed that the pump displayed the appropriate warning to alert the user to disconnect from the site prior to priming the tubing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
Pt reports hospitalization due to hypoglycemia.